Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. Serial #: unknown/ not provided. .model #: only a partial model number is known/provided, zct. Catalog #, only a partial catalog number is known as the serial number was not provided. Expiration date is unknown as the serial number was not provided. If implanted; if explanted; give date: unknown/ not provided. (B)(6). Device manufacture date: unknown as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. The device was not returned for analysis as the lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct lens had to or will have to be rotated. No additional details where provided and the lens remains implanted. No additional information was provided.